Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow, ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings: on examination, the keypad was fully intact without damage. On investigation, the down arrow button responded in a hyperactive manner with activated. The remainder of the buttons had normal response. The keypad cover was removed for further investigation and revealed the button contact on the down arrow button was inverted and cracked. There was no contamination observed on the button contacts. Investigation confirmed the complaint. Unrelated to the original complaint, the display was noted to be dim/faded/discolored and the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.